Manufacturer narrative:
(B)(4)

Event description:
Additional information provided indicating the silicone oil removal took place a month after the initial procedure. The secondary procedure was successful.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract and vitrectomy procedure, a system advisory displayed. The laser probe was switched out because the laser power was not enough, however ,this did not solve the issue. Gas installation could not be performed so silicone oil was used. The laser portion of the case was completed four days later. Another procedure has been scheduled to remove the silicone oil.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported that a system message (sm) displayed and the laser was not working properly. Additional information was received noting that after cataract surgery was completed a vitrectomy was performed. The vitrectomy was completed and the laser mode was started. The surgeon wanted to increase the laser power, but not enough laser power was available. The laser probe was replaced with a new laser probe and the problem was not resolved. The sm was displayed. The fluid/air exchange (fax) was not able to be completed and the surgeon injected silicone oil instead. The laser photocoagulation was completed four (4) days later. Additional information was received from the surgeon. The silicone oil was removed on (B)(6) 2016. The symptom was noted as resolved. The system has been used with no problems. The operator¿s manual includes a warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The system communicated the advisory of (laser controller maximum current exceeded error. Laser functions will be disabled.) The system communicates information to the user through the display of system messages which are displayed and described to the user as faults, errors, advisories or system information. These terms are used to classify the level of response required to ensure fail-safe operation of the system. The presentation of a system message alone does not indicate that a malfunction has occurred. System messages typically occur when the system detects a condition that is not met but is required for the system to continue. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. System messages are priority based, with fault messages being the highest priority, followed by error messages, advisory messages, and system information. Each type of message is color coded as follows: fault ¿ red; error ¿ yellow; advisory ¿ green; information - blue. Each message also has a number associated with it that indicates the submodule that prompted the message. The number range for each submodule in the system is assigned as follows: laser submodule - 8000 to 8999. When an advisory or information message is displayed that is related to a setup issue, it may be helpful to access the video or wizard help for assistance in solving the issue. These help aids are available in any of the setup screens by pressing the help button.¿ system advisory messages are displayed in a popup window. Advisory messages are displayed when the system detects that a minor condition is not being met, typically a situation that can be corrected by the user. When an advisory is detected, the following actions occur: surgical modes related to the advisory are not available. An advisory message popup window is displayed to inform the user of a condition that requires corrective action. The popup is removed if the condition is corrected or if the operator presses a button on the advisory to acknowledge the advisory. Certain advisory messages that only present a single user response button may also be configured to automatically fade away. Fading advisory messages shall be displayed for 20 seconds after which, in the absence of a user response, will fade away. An advisory tone is activated.¿ no service request (sr) was opened, as the customer did not request service. However, the company representative observed that the system could have been rebooted to restore the laser function. However, the director of the facility decided not to reboot and the case was completed by injecting the silicone oil. With no additional, related information provided, the reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).